Event description:
Additional information was received that product analysis was completed on the generator. No obstructions were observed in the header lead cavity and the in-line cavity go gauge test passed. A bench lead inserted completely passed the negative connector block and was secured with the returned setscrew. The pulse generator diagnostics were as expected for the programmed parameters. Additionally it was identified that the product was returned due to prophylactic replacement. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that there were no x-rays taken or any reported manipulation or trauma. The patient has been doing well since replacement and there was no return of high impedance but the full results were no available to confirm.

Event description:
Additional information was received that the patient had passed away three days following surgery. Follow-up was done with the office after they had passed away and it was reported to the manufacturer that the patient was doing well after surgery. Review of programming history shows that the patient had high impedance (B)(6) 2012 and had their generator disabled (B)(6) 2012. Manufacturer device report # 1644487-2013-00196 reported the patient's death.

Manufacturer narrative:
Analysis of programming history describe event or problem, corrected data: follow-up report #2 reported that patient was doing well following surgery however it was recently learned that the patient had passed away at the time the physician's office had told the manufacturer this.

Event description:
It was initially reported that the patient had high impedance (output status - limit, dcdc - 7, impedance - high). There were no reported adverse events. The patient went into surgery for a full revision. When the surgeon connected the new generator to the implanted lead the high impedance resolved. Multiple diagnostics were performed both inside and outside the pocket with rotating and extending the patient's head which were all within normal limits. The surgeon decided not to replace the lead. The generator was returned to the manufacturer for evaluation. Product analysis is planned, but had not been completed. Good faith attempts for more information have been unsuccessful to date.